Manufacturer narrative:
Results of investigation: a vyaire authorized 3rd party service technician went onsite to evaluate the suspect device. The service technician evaluated operation of the device and determined that the internal temperature sensor required replacement. After performing the repair, the device was tested and returned to the customer operating to manufacturer specifications.

Event description:
The customer reported that while using the avea ventilator, it is alarming circuit occlusion. The customer stated the ventilator was on a patient when the issue occurred. The patient was fighting the ventilator and breathing very fast with respiration rates of nearly 50 breaths per minute. The ventilator was changed for another ventilator with no patient harm or injury.